Event description:
The sphere did not engage with the baseplate when the sphere was impacted onto the baseplate. Both components (the sphere & baseplate) were left in the patient. Surgeon tried several times to engage the sphere with the baseplate. The dwd167 screwdriver was used to assemble the baseplate and glenosphere together. There was a 3-5 minute delay. This event was a primary surgery.

Manufacturer narrative:
Corrections: please refer to h6 clinical signs code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on previous similar cases, the absence of the peripheral groove around the baseplate, the remained soft tissues between the baseplate and the glenoid sphere or inside the baseplate threading hole are the most probably causes for this reported event. Moreover, if the glenoid sphere is left in the patient with the safety screw not tightened, a greater risk of a sphere/baseplate disassembly cannot be excluded in the future. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sphere did not engage with the baseplate when the sphere was impacted onto the baseplate. Both components (the sphere & baseplate) were left in the patient. Surgeon tried several times to engage the sphere with the baseplate. The dwd167 screwdriver was used to assemble the baseplate and glenosphere together. There was a 3-5 minute delay. This event was a primary surgery.